Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted with pneumonia/sepsis. Per technical services, event log analysis communicated to the customer was that the log indicates a set speed of 9400 rpm with a low speed limit of 9000, and contains about 10 days of data, and indicates 2 timer resets. These timer resets are a result of a loss of power to the controller, resulting the pump stopping until restored. These events may have been very brief. Both events occurred while the pt was connected to the pt cable. The vad coordinator confirmed the two events. On (B)(6) 2014, the pt was transported to the hosp by ambulance. Pt's spouse accidentally disconnected both power leads. On (B)(6) 2014, event vad coordinator is looking into. This may have been the day that pt transferred units.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.